Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) and proximal setup joint (psuj4) due to error 23210. The system was tested and verified as ready for use. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj4 was returned to failure analysis, and the reported problem was confirmed but not replicated. In system logs, error 23210 was found indicating amp high-side switch test failed on the universal surgical manipulator (usm4) but points to axes controller setup (acu) in the psuj due to motor high-side switch (hssw) voltage thus confirming the fault occurred in the field. Error 23202 was also found, indicating a timeout error. Upon visual inspection, no issues were found that would be related to the reported event but there was a small scratch on the horizontal metal belt. The unit was installed on a golden system in normal mode where it performed as expected. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the acu board and the horizontal rolling loop harness.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical support engineer (tse) that a single non-recoverable fault 23210 was observed. The customer performed a system reboot and the issue was not resolved. Tse confirmed on the system logs that error 23210 pointing to node 109 u4 board in universal surgical manipulator (usm4). Tse ask if it possible to perform the procedure with only 3 arms. The procedure was completed robotically with three usms with no reported injury.